Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
Misfit of implant has been reported. No adverse consequence for the patient has been reported.

Manufacturer narrative:
Additional information: h4, h6. The reported frontal gap could be confirmed based on reviewed post op CT scans. The implant was designed and manufactured according to all specified procedures and confirmed by the design team, with features tailored to fit the patient¿s defect based on approved segmentation and design parameters. Postoperative scans revealed discrepancies due to additional bone removal during surgery and slight implant positioning shifts, resulting in increased gaps in some regions, but the implant fit the anatomy adequately, the procedure was successful, and no surgical delays or adverse effects were reported. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.